Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 140 units. Reportedly, the cartridge was filled with approximately 225 units of insulin. Blood glucose level was 77 mg/dl. Although requested, the customer declined troubleshooting or additional follow-up from tandem technical support.